Manufacturer narrative:
The revision reported was likely the result of infection. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. The reported infection occurred greater than 6 months after the index surgery. Therefore, neither the DHR nor the sterilization records were reviewed. 1. Acute infection in total knee arthroplasty: diagnosis and treatmentjuan carlos martínez- pastor,* francisco maculé-beneyto, and santiago suso-vergaraauthor information article notes copyright and license information disclaimeropen orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Superficial or deep infection are listed in the general surgical risks section of the equinoxe shoulder system IFU 700-096-060 rev. M.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: rs glenoid plate sup aug, 10 deg (cn: 320-15-02; sn: (B)(4)); equinoxe reverse tray adapter plate tray +0 (cn: 320-10-00; sn: (B)(4)); eq reverse torque defining screw kit (cn: 320-20-00; sn: (B)(4)); equinoxe reverse 38mm humeral liner +0 (cn: 320-38-00; sn: (B)(4)); eq rev compress screw lck cap kit, 4.5 x 26mm (cn: 320-20-26; sn: (B)(4)); eq rev compress screw lck cap kit, 4.5 x 22mm (cn: 320-20-22; sn: (B)(4)); eq rev locking screw (cn: 320-15-05; sn: (B)(4)); equinoxe reverse 38mm glenosphere (cn: 320-01-38; sn: (B)(4)); eq rev compress screw lck cap kit, 4.5 x 26mm (cn: 320-20-26; sn: (B)(4)); eq rev compress screw lck cap kit, 4.5 x 22mm (cn: 320-20-22; sn: (B)(4)); eq rev compress screw lck cap kit, 4.5 x 34mm (cn: 320-20-34; sn: (B)(4)).

Event description:
The original operation was done on (B)(6) 2017. Implants need to be removed due to infection. A spacer is inserted.